Manufacturer narrative:
This ra lead was kept by the hospital and it is unknown if it will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and was exhibiting loss of capture as well as high thresholds and high out of range pacing impedance measurements. Surgical intervention was performed and the ra lead was repositioned but the physician was not satisfied with the numbers so it was explanted and replaced. No additional adverse patient effects were reported.